Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges that patient suffered capsulectomy, and hematoma. After review of medical records for the MDR reportability, patient was revised to address synovitis and metallosis. Revision notes reported of inflammatory look fluid, graying of the tissue, metallosis within the joint and some corrosion at the taper. It was also stated in the revision that due to corrosion , there was some cold welding of the liner within the cup. Clinical visits reported of pain, limps, grinding type sensation, severe discomfort and trochanteric bursitis. It was also stated that patient had an elevated cobalt-chromium serum levels, however, there is no laboratory results provided. Cup will be reported since it was removed. Doi: (B)(6) 2008; dor: (B)(6) 2012; left hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.